Event description:
It was reported by the rep that the (1) ecs29 was used during a low anterior resection procedure. It was reported that the surgeon fired device and a leak was noticed when the hemostasis was checked. The surgeon had to complete the case by hand-suture. The or time was extended by 10 minutes.